Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had centrifuged up to 3 times and gel fails to migrate. The following information was provided by the initial reporter. The customer stated: "customer reports a new event that has occurred on august 12th. Exactly the same case from complaints (B)(4). Customer keeps working with the same product and batch, so all details are the same from previous reported. Complaints (B)(4): samples are centrifuged up to 3 times and gel fails to migrate."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided from a related complaint, (B)(4). The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier separation, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo from the related complaint on the same batch number. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had centrifuged up to 3 times and gel fails to migrate. The following information was provided by the initial reporter. The customer stated: "customer reports a new event that has occurred on august 12th. Exactly the same case from complaints (B)(4). Customer keeps working with the same product and batch, so all details are the same from previous reported. Complaints (B)(4): samples are centrifuged up to 3 times and gel fails to migrate."